Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error while the user was changing supplies, and on-screen messaging instructed a restart of the device before proceeding; the user disconnected from the ilet and used fast-acting insulin, with blood glucose reported as good. Symptoms included no reported adverse physiological effects. Outcomes included no injury, no medical intervention beyond the user¿s self-administration of fast-acting insulin, and no hospitalization. Investigation included customer interview and troubleshooting guidance to restart the device and replace supplies. Investigation of this case revealed that the alert persisted and would require device replacement if unresolved after restart and supply change. It was concluded that the event involved a device malfunction related to insulin delivery sensing outside absolute range.